Manufacturer narrative:
(B)(4). The lot number was identified during the sample's evaluation. The device was received for evaluation. Visual inspection found that the device was incomplete and a separation had occurred between the winged female luer lock adapter and the tubing. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set had a leak during infusion. The leak occurred right near the separation, below the extension set cap where the tubing is bonded to the one-link. The solution associated with the event is unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.